Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a system implant procedure. During the procedure a defibrillation test was performed. The test was unsuccessful and the patient was rescued with external defibrillation. The device was in backup vvi mode and a firmware download was performed to resolve the issue. The patient was stable post procedure.